Event description:
It was reported that the pt is having severe neurological issues. She needed to undergo an emergency MRI of the brain and spine at the clinic on (B)(6) 2012. After review of appropriate materials, the physician and neurologist elected to explant the device prior to performing the imaging.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a f/u report.